Manufacturer narrative:
The customer requested just a replacement internal paddle set with no engineer evaluation.

Event description:
It was reported to philips that the device's internal paddles are faulty. There is no patient involvement.

Manufacturer narrative:
This complaint was originally reported as a no-patient-involvement non-adverse-event. The complaint was re-opened due to new information received indicating patient-involvement serious-injury.

Event description:
It was reported to philips the device did not discharge twice using internal paddles during a by-pass operation on a patient. Another internal paddle was used to complete treatment. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another internal paddle.